Event description:
It was reported that the past week, the patient had been urinating more 10 to 11 times a day. The patient¿s visiting nurse had checked for urinary tract infection (uti) and there wasn¿t any. They had tried to decrease stimulation from 2.2v to 1.7v and then to 1.5v. The patient had their system for urinary retention and now seemed to experience the opposite of their original urinary problem. The patient was emptying with volume at times so they didn¿t think it was because the patient was retaining urine and thus going more. The therapy worked well until this past week and the symptoms had a gradual onset. There was no known accident or incident related to the complaint. It was reported that reprogramming was performed. The power level was lower previous to frequency issue. The patient had a gradual loss of therapeutic effect. A follow-up appointment was scheduled for 2014 (B)(6). It was reported the patient had problems with their device. They experienced pressure and stimulation in the vaginal area. The patient also experienced a shocking sensation that affected their bowels. Their left side was bothering them and keeping them up at night. The patient was urinating all of the time and experienced incontinence. All of these issues started a week prior to call. The patient had recently torn their vaginal wall during intercourse. The patient did not have a urinary tract infection. Decreasing stimulation to 0.0 v did not resolve their pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0jxe2, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).